Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm on (B)(6) 2024. On (B)(6) 2024, it was reported that the patient was at the store when she felt dizzy and seeing white dots and she fell unconscious. Someone saw her at the store and called the ambulance. When ambulance arrived they took a bg reading which was 28 mg/dl and the cgm reading was 78 mg/dl. The patient was treated with two bags IV dextrose 10 %. They took the patient to the hospital and there they took another bg reading which was 11 mg/dl. The patient was treated with sodium chloride IV, graham crackers and peanut butter. After 3 and half hours she was released the same day and the bg reading high. At the time of the report the patient was recovered. No data was provided for evaluation. The allegation and a probable cause could not be determined. The reported glucose values fall within the c zone of the parkes error grid. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.